Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2009 and on (B)(6) 2010 and mesh were implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted due to sui. It was reported that patient had a resection of pubovaginal sling mesh material, reinsertion of pubovaginal sling in a retro pubic approach, and cystoscopy on (B)(6) 2010. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4): the patient underwent mesh implantation in order to treat pelvic pain. It was reported that following insertion the patient experienced infection, urinary problems, and dyspareunia.(B)(4).